Event description:
It was reported that the customer's pump warranty had expired, making it irreparable or replaceable, which caused an issue where the cartridge sometimes had a gap after inserting, leading to difficulties with attaching and detaching. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was available regarding the outcome of the event.